Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: during the ablation procedure, was any device deficiency noted? This is a complication of the procedure. We did cauterize the ablation tract. There was no noted device deficiency so I changed it in unlikely. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experienced an abdominal wall hematoma.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2022. Additional information was requested and the following was obtained: for the abdominal wall hematoma, the relationship to study device value "unlikely" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. Additional information was requested and the following was obtained: the patient has fully recovered from the abdominal wall hematoma.